Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, while unsheathing the proximal stent graft the physician used the blue handle to rotate anti-clockwise to un-sheath the stent graft. Once the stent graft was opened two thirds out the physician tried to trigger fast deployment but this would not work despite multiple attempts. The physician continued to rotate the blue handle anti-clockwise but stiff resistance was felt and a cracking noise heard. At this point, it was noted that the drape was caught in the delivery system while unwinding the blue handle but even after it was cut free, fast deployment was unsuccessful. The physician continued to rotate until the stent graft was deployed with no issue was noted to bare stent release. It was then noticed however that during the deployment difficulties the tip release handle had unlocked but fortunately the freeloads had not deployed. The delivery system was removed from the patient without being resheathed. It was observed that the stent graft had migrated during deployment and so an extension was placed proximally with a further distal stent graft deployed without any further issue. As per the physician, the cause of the event was related to the drape being caught in the delivery system during unsheathing of the stent graft, however concern was noted over the unlocking of the tip release handle. No additional clinical sequelae were reported and the patient will be fine.

Manufacturer narrative:
Device evaluation summary; deformation was observed to the end of the strain relief. A kink was visible on the middle and inner member 1.7cm from the stent stop. A clicking sound was audible on rotation of the external slider. The front grip was removed and 6 to 7cm of drape material was visible underneath the graft cover. There were no abnormalities were noted unlocking and locking the tip capture release handle. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.